Event description:
The customer reported peds anesthesia noticed a cut in the tubing close to the female luer. This was noticed right out of the package prior to patient use. No further patient/event information was reported.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The customer's report of cut in tubing was confirmed. Visual inspection revealed that the tubing had a slice cut approximately 14 inches near the distal female luer. The slice cut was measured to be 0.1135 inches long. Functional testing was performed and a leak was observed as fluid flowed through the slice cut tubing. The root cause of the slice cut on the tubing was not identified; however the slice cut was most likely due to the use of a box cutter being used to open the packaging.